Manufacturer narrative:
The suspected computer was returned to the manufacturer for analysis. Analysis found that initially the computer booted normally, however after 48 hours burn-in test, the computer began to power cycle. Issue confirmed but not resolved. Bad mother board. Analysis found that the reported event was related to a computer component issue.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer and power switch were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The transformer was returned to the manufacturer. Functional testing found that the component there was a loose piece inside the chassis. The transformer was determined to be damaged.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the navigation was rebooting on its own. Surgeon had finished registration when the system rebooted, required re-login, and registration was not saved. Registration re-performed without complication. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.